Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the information provided and the results of the investigation, it is believed that the cause for the reported event was age deterioration due to long-term repeated use of the device. It is highly likely that an accidental device failure occurred on the dr board, the 180 scope detection mechanism was damaged, and the image was no longer displayed. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the connect on the front was worn out and providing a poor connection. Additionally, no image would appear on the display with a 180 scope due to a faulty patient board set. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center experienced connection issues. According to the initial reporter, the umbilical jack on the front of the device won't connect. There was no patient harm or consequence reported as a result of this event.